Event description:
It was reported that the patient no longer had access to sound with the device. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.